Event description:
It was reported that the shaver was used in the knee in oscillation status when allegedly, it was noticed that the product was uneven. It was further reported that the shaver was removed from the knee and tested in full force forward when at that moment the blade broke. Another similar product was available and surgery was completed.

Manufacturer narrative:
Additional information will be provided once investigation is completed.